Manufacturer narrative:
Patient information was not provided by the site. The name of the initial reporter was not provided by the site. A medtronic representative visited the site and performed a system checkout. Analysis found that the system performed as intended and hardware parts were replaced. The system was fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred intraoperatively. It was reported that the system powered off in the middle of the procedure. A different navigation device was used to complete the surgery. There was no impact on patient outcome.

Manufacturer narrative:
Patient demographics were provided. New information added to the event description based on information provided by the site. The name and occupation of the initial reporter was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 30 minutes. It was reported that the system powered off in the middle of the procedure. A different navigation device was used to complete the surgery. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported issue is not a software issue. According to the analysis under a different complaint, the issue was caused by an electrical issue on the uninterruptible power supply (ups). The ups was found to have blown fet's. Otherwise, the all outputs measured normal voltage, the power button illuminated and powered the unit on and off as intended. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.